Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 686 mg/dl. The customer experienced symptoms such as nausea, breathing light headed and dizziness. The customer was treated with insulin through intravenous drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device uploaded properly using carelink. Device had minor or deep scratched display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).